Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was communicated on (B)(6) 2026, the bleeding was resolved. Additionally, the low flow alarm was caused by the reduced pump speed (surgeon¿s instruction) in order to fix the bleeding part of the implant. The patient was stable hemodynamically during the low flows, supported by a bypass machine. There was no thrombus.

Event description:
It was reported that the pump was restarted after the perfusionist pressed the pump off on the heartmate touch. The log file was sent for review. The log file captured low flow and low speed advisory alarms on (B)(6) 2025 at 06:04. The set speed was set at 4500 revolutions per minute (rpm) while the low speed was at 4700rpm which triggered the low-speed advisory alarms. There were multiple set speed changes from 06:04 to 06:51. The intentional pump stop was activated at 06:19 which caused left ventricular assist device (lvad) off alarms and other alarms associated with previous alarms. The pump restarted at 06:21 with the set speed of 4000rpm and low speed of 4700rpm, which again, triggered low speed advisory alarms. All parameters normalized at 06:52 with set speed 5200rpm and with low-speed at 4700rpm. There were no other notable alarm conditions or parameter changes. Based on the log file the mechanical circulatory system (mcs) equipment was operating as intended electronically and mechanically. It was later reported that the patient was back in operating room (or) at time of the pump stop commands being activated. The perfusionist stated that the pump did not stop when the button was initially pressed. It was not stated if the perfusionist selected the confirmatory button after pressing pump off from the clinical view. During the return to the or, there was bleeding from the apical cuff and pump, for which the surgeon disconnected the heartmate 3 (hm3) from the apical cuff and was able to secure the hm3 to the apical cuff to achieve hemostasis. The hm3 was properly secured to the apical cuff at initial implant and once reconnected, the yellow line on the sliding lock was not visible. On (B)(6) 2025, the patient was back in the or for a wash out and had the inflow cannula adjusted. The perfusionist stopped the pump during the adjustment. The patient was intubated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was communicated on 23jan2026 that the implant used the standard apical cuff.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of bleeding from the apical cuff and pump could not be confirmed through this evaluation, and a specific cause for the reported event could not be conclusively determined. It was reported that the patient has since recovered and has been discharged home, doing well on pump support. Review of the submitted log files noted multiple adjustments to the fixed pump speed on 29nov2025. Low flow alarms were also captured; however, these alarms and the speed adjustments were reportedly due to the surgeon¿s instructions to reduce speed as the patient was returned to the or for washout and pump adjustment, and the patient had also been placed on a bypass machine. Events in the log file were captured that were consistent with the pump stop button on the heartmate touch being pressed then confirmed to stop the pump. Less than a minute later, the pump restarted due to the silence alarm button being pressed on the system controller. Approximately 2 seconds later, the pump stop button on the heartmate touch was pressed then confirmed to stop the pump. Approximately 2 minutes later, the pump was restarted. There were no other notable findings. Refer to the investigation of the heartmate touch regarding the report that the pump did not immediately stop, and refer to the investigation of the controller regarding the finding that the silence alarm button was pressed resulting in the pump re-starting. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), with no further reported issues at this time. The relevant sections of the device history records (DHR) for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the hm3 lvad assembly DHR showed that the cuff lock installed on (B)(4) passed all inspection and testing steps. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 also provides steps on adjusting the orientation of the pump if the pump requires adjustment following the initial connection. Section 1 of the IFU provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow and low speed advisory alarms, as well as the appropriate actions associated with them. Section 4 of the IFU also includes instructions on how to stop the pump using the heartmate touch ¿stop pump¿ button. Tap stop pump to turn off the pump. A stop pump confirmation message appears. The pump will remain running until the command is confirmed on the next screen. If you tap cancel, the pump remains running at the previously set mode and speed. Tap stop pump to confirm. A progress bar appears and the pump will stop within a few seconds. If you tap start pump while the stop pump progress bar is displayed, the pump will restart and return to the previously set mode and speed. After the pump stop completes, start pump appears and the pump may be restarted. This section instructs that if the backup battery is installed in the system controller, pressing the system controller alarm silence button will restart the pump. Silence audio alarms using the heartmate touch app instead. No further information was provided. The manufacturer is closing the file on this event.